Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, stapler fired but did not cut. Intervention was completed with a competitor device. No patient consequences reported.